Event description:
The event occurred on an unspecified date involving an unspecified closed system transfer device (cstd). The customer reported that they received a recent field product complaint regarding their oncology product bendeka® (bendamustine hydrochloride injection 100 mg / 4 ml, 25 mg / ml) and stopper coring, when using an ICU medical¿s closed system transfer device. The complainant, a pharmacist, reported the following: ¿we believe there was particulate matter in the vial from the vial stopper being cored during preparation. It was not administered to the patient. There was a grey color particle inside the vial from stopper being cored while preparation. There was no patient involvement and no human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.